Event description:
The sales consultant reported that during a t10 to l4 fusion, the head of the matrix polyaxial screw came off. The head of the screw and all instruments were recovered. The surgeon completed the procedure by switching out the screw. There were no delays. The procedure was successfully completed with no patient injury. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted. (B)(4)

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Matrix polyaxial screw received with the screw detached from the body/collet assembly. The screw has the m6.5 x x0.75-6h thread peeled and the sd25 face has nicks and scratches with visible deformity to the form. The top two threads on the major diameter have damage. There are numerous nicks and scratches on the body exterior. The body/collet is designed to come-off and re-assemble to screw. All described nonconformities are post manufacturing. The raw material cannot be measured on collet because of product being assembled, both the spherical internal and outer diameters cannot be measured in manufactured condition and there is damage to the m6.5x0.75-6h thread. The device could not be measured.